Event description:
It was reported that the right atrial (ra) lead dislodged and was causing diaphragmatic stimulation, had high thresholds and intermittent capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).